Event description:
A report from the customer stated, "the device did not seem to fit the pt, the shape of the device is more curved then previously; the pt was re cannulated with an old model cannula."